Event description:
It was reported that a patient presented to clinic with noise over sensing which led to pacing inhibition on right ventricle (rv) lead. The rv lead also exhibited low pacing impedance. The physician placed a new rv lead without difficulty and capped the old rv lead on (B)(6) 2025.the patient was asymptomatic before, during, and after the procedure.